Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. Device was received with corroded motor home switch. Device was received with cracked case battery tube and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture. It was reported that customer went into the lake with pump. As a result, insulin pump had a blank screen display. It was also reported that the back of insulin pump was cracked. Customer's blood glucose was 8 mmol/l. Insulin pump would be replaced.